Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The information has been provided in below sections with this follow-up report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated that he turned off the pump due to pump was alarming the low battery. Customer states pump was without power for one day. Customer had gone through 3 sensors and they will not link up to pump. The customer reported hyperglycemia with blood glucose value of 400 mg/dl was treated with insulin pump. The event involved product(s) mmt-7715, mmt-7841zn, mmt-332a, mmt-7040a, mmt-1884, mmt-394a. Troubleshooting was performed for the loss of communication, the customer reported a loss of communication between the transmitter and the pump. Transmitter serial number was not in the manage devices screen. The customer was assisted with pairing the transmitter to the pump but transmitter was not fully charged. Customer was advised to fully charge transmitter. Troubleshooting was performed for concerns with charging the transmitter, confirmed no damage to charger battery spring. Troubleshooting was partially performed for the high blood glucose event the customer has been using the insulin pump system within 48 hours of reported high blood glucose event. No further patient complications were reported. No product return is required for mmt-7715. No product return is required for mmt-7841zn. No product return is required for mmt-332a. No product return is required for mmt-7040a. No product return is required for mmt-1884. No product return is required for mmt-394a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.